Manufacturer narrative:
The analyzer serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 555 ng/l. The customer repeated the sample as they have an internal policy to repeat all samples that give critical values. The repeat result was 8 ng/l. The sample was repeated again on another analyzer and the result was 8 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer inspected the images of the patient sample and found that it was insufficient, hemolyzed, and lipemic. He verified the analyzer's performance with precision checks. The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.